Manufacturer narrative:
H3: the broken instrument reported may have been the result of unauthorized disassembly of subcomponents for cleaning and not properly re-assembling the subcomponents after cleaning, which led to the missing radel sphere and threads subcomponents.

Manufacturer narrative:
Pending investigation.

Event description:
The instrument could have been broken during the surgery. However, the breakage has been noticed at the recovery of the instrumentation-set by our logistics dept., after the cleaning realized by the sterilization team of the hospital. No information has been received from the hospital regarding this issue and xnov ip didn¿t receive any request for complementary information regarding this issue as well.